Manufacturer narrative:
The device was received, evaluated and retained by this MFR. The engineering eval revealed a leak 1mm proximal to the distal ro marker. Chatter marks were noted on the balloon surface. This device displayed characteristics consistent with contact with a sharp external source, chatter marks on the balloon surface. Therefore, co does not attribute this event to the device.

Event description:
A balloon ruptured on the first inflation below the rated burst pressure during a popliteal angioplsty procedure. Another balloon catheter was used to successfully complete the procedure without pt complications. The device has not been received for evaluaton. Therefore, no failure analysis was available. Balloon rupture or balloon leakage is an anticipated event of percutaneous angioplasty which has been associated with overpressurization or use in a calcified lesion. However, without evaluating the device, co is unable to determine the exact cause for this event. Co's directions for use state: "if loss of pressure within the balloon occurs during inflation or if balloon ruptures during dilatation, immediately discontinue the procedure. Deflate the balloon. Do not reinflate and remove carefully."